Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle the safety shield failed on two occasions. The following information was provided by the initial reporter: the safety shield does not close over the eclipse needle.

Manufacturer narrative:
Investigation: bd had not received samples, but 4 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for defective locking mechanism and a bent needle with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA#1465371).

Event description:
It was reported that during use with a bd vacutainer® eclipse¿ blood collection needle the safety shield failed on two occasions. The following information was provided by the initial reporter: the safety shield does not close over the eclipse needle.